Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the patient felt dizzy and fatigued. It was determined that the right ventricular lead was not sensing and the device was not pacing appropriately. In addition, the battery voltage of the device varied during the patient's office visit. The lead was capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.